Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of trip wire unable to rotate smoothly. Device code 2610 captures the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b5 (anatomy location)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire was unable to be rotated smoothly and an elastic band was not able to be deployed. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2020**** it was reported that the anatomy location was esophagus.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire was unable to be rotated smoothly and an elastic band was not able to be deployed. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.